Manufacturer narrative:
(B)(4). It was reported that a ventilator did not provide the correct mixture of oxygen. The device was repaired and the mix controller printed circuit board assemble and line interface printed circuit board assembly were returned for investigation. A visual inspection was carried out on the returned components and no anomalies were observed. Each component was individually attached to a test ventilator for analysis. The ventilator was powered on and passed all testing. The ventilator was put into ventilation mode for twenty four hours and no errors were recorded, no alarms were observed. The reported malfunction could not be duplicated. The probable root cause for this malfunction is the oxygen (o2) sensor.

Event description:
It was reported that during patient use, a ventilator did not provide the correct mixture of oxygen. The patient was removed from the device, manually ventilated, and placed on an alternate ventilator without harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).